Event description:
It was reported that the 9900 system was missing saved images. No patent injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive, image processor, system interface board and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service. (B) (4).